Event description:
It was reported that during a non-tortuous, non-calcified, proximal circumflex artery stenting procedure, a xience prime stent delivery system was advanced without resistance and the xience prime stent was implanted without issue. Reportedly, there was a slow xience prime balloon deflation time of 20 seconds and contrast remained at the distal and proximal parts of the balloon. The xience prime balloon fully deflated and was removed without resistance. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A cine of the procedure confirmed the images are consistent with the incident description. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.